Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be determined. Possible causes, as identified by the legal manufacturer, include damage to connectors due to excessive loads outside recommended use conditions and synchronous circuit failure of the patient circuit board. The instructions for use contain the following statement: "never apply excessive force to connectors. This could damage the connectors.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The user reported problem "it's not connecting" was confirmed. The evaluation found no image produced with 180 scopes and the cause assigned to a faulty patient board set and a worn out video connector latch, causing poor connection to the scope connector.

Event description:
A user facility reported to olympus that their evis exera iii video system center was not connecting; the device functioned when used with colonoscopes but when connected to the "pigtail" it was not connecting. There was no reported injury or harm to patients associated with the problem. The type of intended procedure is unknown. It is unknown if the intended procedure was completed.